Event description:
It was reported that the patient underwent a lumbar fusion procedure at l2-s1 using rhbmp-2/acs on (B)(6) 2013 . Patient's post-operative period was marked by increasingly severe pain in his low back and severe numbness in his right foot. Patient undergoes physical therapy in an attempt to alleviate his symptoms, and is forced to manage his pain with a narcotic pharmaceutical regimen. A revision spine surgery has been recommended to treat patient's radicular symptomology. Patient continues to experience severe and unrelenting pain in his low back, with radiculopathy into his bilateral lower extremities. Patient uses a cane to assist in ambulation. He also suffers from erectile dysfunction.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar spondylosis; grade- I degenerative spondylolisthesis at l3-l4 and l4-l5; lumbar spinal stenosis at l3-l4 and l4-l5; fixed sagittal imbalance. The patient underwent the following procedures: posterior spinal fusion from l2 through s1; posterior segmental spinal instrumentation from l2 through s1/ilium; placement of iliac wing/pelvic fixation; laminectomy with partial medial facetectomies and foraminotomies from l3 to l5; augmentation of posterior spinal fusion with morselized local bone graft (20 ml) morselized iliac crest bone graft (60 ml), morselized allograft (100 ml), and rhbmp-2 (24 mg on acs at 1.5 mg/ml graft volume concentration wrapped around 20 ml mastergraft matrix); spinal cord monitoring consisting of somatosensory evoked potentials and electromyography. As per op-notes, ¿surgeon turned attention to obtaining iliac crest bone graft. This was obtained from the left posterior iliac crest. Approximately 60 ml of cancellous morselized iliac crest bone graft was harvested from within the ilium. They then decorticated the spine from l2 to s1 and placed a combination of 60 ml morselized iliac crest bone graft, 20 ml morselized local bone graft, 100 ml morselized allograft, and 24 mg of rhbmp-2 on acs at 1.5 mg/ml graft volume concentration wrapped around 20 ml mastergraft matrix over the decorticated spine from l2 to s1. We felt that such extensive bone graft material was required to help achieve a solid fusion, given the presence of degenerative spondylolisthesis at l3-l4 and l4-l5, the extensive decompression required from l3 to l5, and the fixed sagittal imbalance.¿ no intra-operative complications were reported.